Event description:
Catheter was broken and leaking after two hours of introduction.

Manufacturer narrative:
The sample is being sent for evaluation. Once the sample is received and decontaminated, an investigation will be performed. Upon completion of the investigation, a supplemental report will be submitted. Add'l information has been requested.